Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Event description:
Healthcare professional later reported capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, wear abrasion, crease fold, and missing shell (0-25%). A microscopic analysis was performed which identified: crease sharp broken on posterior. Based on the device analysis the final assessment is: crease sharp broken on posterior assessed as fold flaw opening. Missing shell assessed as inconclusive. Additional, changed, and/or corrected data.

Event description:
Healthcare professional later reported, capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.